Manufacturer narrative:
The device was returned for post-use analysis. Upon visual inspection, it was noted that the balloon was not folded, which is indicative of exposure to positive pressure prior to return. Additionally, the presence of blood within the balloon lumen was observed, suggesting leakage had occurred during use. According to the pcb2cm specification, the rated burst pressure of this device is 10 atmospheres. During functional testing, the returned device was connected to an encore inflation system. Positive pressure was incrementally applied, and leakage of distilled water was visually detected from a pinhole defect located approximately 4 mm distal to the proximal marker band. Further visual inspection revealed no signs of damage to the catheter tip or cutting blades. All blades were accounted for and remained fully adhered to the balloon surface. A combined visual and tactile assessment of the device shaft showed no evidence of kinking or structural compromise.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with the original device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with the original device. There were no patient complications as a result of this event.